Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred due to dust and foreign material inside the video connector. The event was confirmed; however, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited an excessive amount of dust and foreign material inside the video connector. There were no reports of patient involvement.